Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It clarified that "the whole system does not work right" meant that the recharger would shut off at 3/4 of the way full. It was reported that the replacement of the recharger resolved the reported charging issues. The patient provided the serial number of the desktop charger and their weight at the time of the event. There were no reported complications and no further complications were expected.

Event description:
Information was received about a patient implanted with an implantable neurostimulator (ins) for non-malignant pain. The patient initially reported that their stimulator was not working before clarifying that their recharger isn't working. The patient stated that they moved the disc up and down and only got 0-2 coupling bars. The patient was getting 6 bars when the recharger suddenly beeped and went blank. The patient was instructed to reset the device but this did not initially resolve the issue. The patient tried again 10 minutes later and the recharger came back on with poor coupling. The patient connected the recharger again and was able to get 8 coupling bars with recharging. The issue had been resolved and the patient was able to feel stim at the conclusion of the call. Additional information received from the patient stated the charging problems were ongoing. The patient stated the recharger does not give a full charge, and shows that he only gets a 1/4 charge. The patient stated the desktop charger does not fully charge the recharger, and shuts down after charging it to 3/4. The programmer indicates that it has only been charged to 1/4. The patient stated "the whole system does not work right," and he was having "a lot of trouble." The patient later called in and re-reported the same information, and was issued a new recharger. The patient also stated that the programmer is always t 1/4 battery, and stated he always uses alkaline batteries. No symptoms were reported. There were no reported complications and no further complications were expected.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.